Event description:
It was reported that there were impedance values of >3600 ohms and they would replace the implantable neurostimulator (ins) due to normal battery depletion on (B)(6) 2014. The manufacturer's representative wanted to know ¿what was going on¿ with the impedances. Based on the interrogation log, electrodes eight to 11 looked to be in good condition but zero to three were out of range and >3600 ohms. In addition, the ins was at the elective replacement indicator (eri).the patient was receiving good therapy with the leads as they were. At replacement of the ins, the existing lead/extension were left as is, as the patient received sufficient stimulation on the second lead. There were no apparent lead fractures. It was noted that all programming was moved to the lead with no impedance issues. The patient was receiving effective therapy. Refer to manufacturer report # 3004209178-2014-22783.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-33, lot# j0444190v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0444166v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0444190v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0444166v, implanted: (B)(6) 2004, product type: lead. (B)(4).